Event description:
It was initially reported that the patient had acute pain. His back felt swollen, hard and raised. There was no incident related to the issue. Additional information from the patient's physician indicated that the patient had not been seen since (B)(6) 2011. The patient was out of state and was attempting to obtain a physician. Additional information indicated that the patient had the stimulator moved to the front of his body on the right side on approximately (B)(6) 2012. The same device was used, nothing was replaced. The patient was doing "fine" with just a little pain where the device was.

Manufacturer narrative:
Lead: model 3778-45, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3778-45, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger: model 37752, serial: (B)(4). Programmer 37743, serial (B)(4). (B)(4).